Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge displayed a 5% charge despite being plugged in for 30 min. The customer's blood glucose level was no impacted. In addition, the customer reported that the pump would not charge normally. The customer called back and reported to have tried another power source but the pump would still not charge normally and had only charge up to 25%. It was indicated that the customer would continue to use the pump until the replacement arrives.